Event description:
The patient reported skin irritation and signs of a secondary infection to their healthcare provider. The patient experienced a burning itch with an odor. As a result, the patient removed their device. The patient stated that at the time, they were not aware of the adhesive remover that accompanied the device, so when she took off the device, her skin came off with it. During a follow-up telemed appointment, the hcp was unable to confirm if the zio monitor site was infected over the video chat. However, as a precaution, the hcp prescribed the patient an antibiotic ointment as part of post-care. The patient is reportedly doing fine.

Manufacturer narrative:
A review of the complaint revealed that the patient wore the zio monitor for 13 of the 14 days prescribed. The patient had a history of reactions to medical adhesive or sensitive skin. However, skin irritation is a known inherent risk of the device. The device manual warnings section read as follows: do not use the zio monitor on patients with known allergic reaction to adhesives or hydrogels or with a family history of adhesive skin allergies. Patient may experience skin irritation. If skin irritation such as severe redness, itching or allergic symptoms develop, remove the zio monitor from the patient¿s chest. Additionally, the removal section also provides instructions that state, ¿gently tilt the center of the patch up. Using the adhesive remover to the right, sweep between your skin and the patch while peeling one side from the center out. Repeat for the other side, peeling from the center out. Wash skin with mild soap, rinse with water, and pat dry. This event is being reported per 21cfr803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects, or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Manufacturer narrative:
This supplemental report is being submitted in response to the FDA notification received on september 26, 2024, concerning missing UDI numbers in MDR submissions from october 2023 through december 2024. In response to this issue, irhythm conducted an investigation and identified a system processing error, which has now been resolved. Please see the update in section d4.